Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer indicated receiving higher readings from the adc device. The report contained the following: " the sensor reads 40-80mg/dl high and the readings fluctuate in a high frequency sawtooth pattern--blood glucose does not cycle up to 100 mg/dl up and down." There was no report of self-treatment, third-party treatment, or adverse event due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.